Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer canceled the service request. The resolution is unknown.

Event description:
The hospital reported the unit had a leak and the bellows did not rise, possible loss of mechanical ventilation. There was no report of patient involvement.